Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. Soft tissue reaction and bone loss noted at revision. The devices were implanted in (B)(6) 2007.